Event description:
It was reported to nova biomedical that a consumer's blood glucose meter was giving error message during the day and the battery of the device was subsequently replaced. Later that day, the consumer was found on the floor and had cut his chin and hurt his teeth. No reports of any testing results done or any decisions to administer insulin or withhold insulin based on any readings was reported. A control solution test was performed after the event and the result fell out of an acceptable range. The meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.